Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter compared to an unknown laboratory method. At 11:12 am, the meter result was 20.6 mmol/l. The nurse questioned this result and repeated the test at 11:15 am, and the meter result was 9.4 mmol/l. A laboratory test was then requested, and a venous sample was drawn at 11:26 am and tested, resulting in a glucose value of 7.2 mmol/l.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The qc was acceptable. There were no issues with temperature or humidity. Reportedly, the device looked worn, and the screen was separating. The test strips were requested for investigation; however, there are no test strips remaining to return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.